Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tiredness, fatigue and subserous leiomyoma of uterus. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and pain ("body pain"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and pain was resolving, the hypersensitivity, migraine, menstrual disorder, vaginal haemorrhage, menorrhagia, fatigue, alopecia, dysmenorrhoea, depression and anxiety outcome was unknown and the headache had resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The four coils on the right and the eight coils on the left were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that essure successfully occluded; on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media, pelvic pain, headache¿ most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact received. New events depression, anxiety and body pain were added. Outcome of events pain and headaches was updated. Lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2009. Concurrent conditions included tiredness, fatigue, subserous leiomyoma of uterus and depression. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 for contraception, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) from (B)(6) 2017 to (B)(6) 2018 for vaginal bleeding and menorrhagia as well as nsaids since (B)(6) 2010 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and pain ("body pain"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), alopecia ("hair loss"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, headache and dyspareunia had resolved, the hypersensitivity, migraine, menstrual disorder, fatigue, alopecia, dysmenorrhoea, depression, anxiety, vaginal discharge and abdominal pain outcome was unknown and the pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The four coils on the right and the eight coils on the left were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirmed that essure successfully occluded; on (B)(6) 2010: results: total bilateral oocculsion.. Concerning the injuries reported in this case, the following ones were reported via social media, pelvic pain, headache¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: plaintiff fact sheet received : new events added from pfs- vaginal discharge, abdominal pain. Outcome of the events were updated. Historical drug and concomitant drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 35-year-old female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included tiredness, fatigue, subserous leiomyoma of uterus, depression, uterine fibroid, menorrhagia and cystocele. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 for contraception, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) from (B)(6) 2017 to (B)(6) 2018 for vaginal bleeding and menorrhagia as well as nsaids since (B)(6) 2010 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding(vaginal,menorrhagia)") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and pain ("body pain"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), alopecia ("hair loss"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, headache and dyspareunia had resolved, the hypersensitivity, migraine, menstrual disorder, fatigue, alopecia, dysmenorrhoea, depression, anxiety, vaginal discharge and abdominal pain outcome was unknown and the pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, pain, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The four coils on the right and the eight coils on the left were noted. Patient received treatment for events ¿ pelvic pain , abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirmed that essure successfully occluded; on (B)(6) 2010: results: total bilateral oocculsion. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, headache. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 35-year-old female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: prenatal vitamins from (B)(6) 2009. Concurrent conditions included tiredness, fatigue, subserous leiomyoma of uterus, depression, uterine fibroid, menorrhagia and cystocele. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2005 for contraception, ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) from (B)(6) 2017 to (B)(6) 2018 for vaginal bleeding and menorrhagia as well as nsaids since (B)(6) 2010 and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding(vaginal,menorrhagia)") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and pain ("body pain"). On (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), alopecia ("hair loss"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, headache and dyspareunia had resolved, the hypersensitivity, migraine, menstrual disorder, fatigue, alopecia, dysmenorrhoea, depression, anxiety, vaginal discharge and abdominal pain outcome was unknown and the pain was resolving. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hypersensitivity, menstrual disorder, migraine, pain, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The four coils on the right and the eight coils on the left were noted. Patient received treatment for events ¿ pelvic pain , abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirmed that essure successfully occluded; on (B)(6) 2010: results: total bilateral oocculsion.. Concerning the injuries reported in this case, the following ones were reported via social media, pelvic pain, headache¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Reporters, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tiredness, fatigue and subserous leiomyoma of uterus. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6)2010, the patient had essure inserted. In april 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and pain ("body pain"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on 15-032018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, headache and dyspareunia had resolved, the hypersensitivity, migraine, menstrual disorder, vaginal haemorrhage, menorrhagia, fatigue, alopecia, dysmenorrhoea, depression and anxiety outcome was unknown and the pain was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The four coils on the right and the eight coils on the left were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: confirmed that essure successfully occluded; on (B)(6)2010: total bilateral oocculsion. Concerning the injuries reported in this case, the following ones were reported via social media, pelvic pain, headache¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events added from pfs- painful intercourse. Outcome of event pelvic pain were update from recovering / resolving to recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in an adult female patient who had essure (batch no. 704969) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included tiredness, fatigue and subserous leiomyoma of uterus. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"), fatigue ("fatigue"), depression ("depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and pain ("body pain"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea/ dysmenorrhea(cramping)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and pain was resolving, the hypersensitivity, migraine, menstrual disorder, vaginal haemorrhage, menorrhagia, fatigue, alopecia, dysmenorrhoea, depression and anxiety outcome was unknown and the headache had resolved. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pain, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The four coils on the right and the eight coils on the left were noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed that essure successfully occluded; on (B)(6) 2010: total bilateral oocculsion. Concerning the injuries reported in this case, the following ones were reported via social media, pelvic pain, headache¿ quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaints. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.